Event description:
The home care dealer reports that there are irregular apnea alarming situations leading to inconsistancy. There are alarms when there should not be and it has been known to not alarm when it should.